Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported there was a failing safety valve. There was no patient involvement.

Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The customer tested the ventilator using a test lung and the safety valve test passed. The issue was resolved. The issue was discovered during testing of the ventilator and this is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.